Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), back pain ("severe back pain") and gait inability ("could not walk"). The patient was treated with surgery (laproscopic bilateral salphingectomy). Essure was removed. At the time of the report, the pelvic pain, back pain and gait inability had resolved. The reporter considered back pain, gait inability and pelvic pain to be related to essure. The reporter commented: developed umbilical hernia after 4 years due to laparoscopy procedure. The seriousness criterion ¿required intervention and hospitalization "was reported, but not specified or assigned to one of the events quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5105210) on 20-dec-2021. The most recent information was received on 28-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), back pain ("severe back pain") and gait inability ("could not walk"). The patient was treated with surgery (laproscopic bilateral salphingectomy). Essure was removed. At the time of the report, the pelvic pain, back pain and gait inability had resolved. The reporter considered back pain, gait inability and pelvic pain to be related to essure. The reporter commented: developed umbilical hernia after 4 years due to laparoscopy procedure. The seriousness criterion ¿required intervention and hospitalization "was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-dec-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.